Event description:
I had the procedure done in 2008 at the urging of my doctor. He told me that I would have to stop taking the pill after (B)(6), as it was not safe to do so. I had all high risk pregnancies and couldn't take the chance of getting pregnant after (B)(6) because of that. He said essure was safe and non invasive and sold it as an alternative to surgery to have my tubes tied. I was not told of any risks involved and given a small pamphlet that made it look like a good alternative. I had it done in my doctor's office and was back to work the next day, thinking everything was fine. Only a month or so after the procedure, I was having severe pain and went to the ER. They didn't know why I was in pain and ran all sorts of tests and came to the conclusion that I had some sort of mass in my ovary. This really scared me and I waited for about a week in the hosp not knowing what was wrong. They did surgery and ended up removing my ovary and tube and placed a stent in my kidney, as it had been damaged. The ovary had a grapefruit sized cyst that had caused all of this. I know essure caused this even though the doc would not tell me this, but what else could it have been. I was fine before essure. I was healthy. Since my procedure, my health has suffered. I gained weight that I cannot lose, get strange rashes, headaches, pains in my pelvic areas, severe back pain, heavy periods lasting for up to 3 weeks or more, bladder/kidney problems, depression, lack of energy, etc. These are just some of the symptoms I've had, there are more. Now the only relief I have to look forward to is having a hysterectomy to remove this from my body. I can't afford my out of pocket portion or I would have already had it. No more women should have to be put at risk with this product. The risks are just not worth it.